Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the cycler set and the peritonitis event. The pd nurse stated the cause of the peritonitis was touch contamination. Although the culture results were negative, the pd effluent was cloudy, and the patient¿s white blood cell count was elevated with >50% polymorphonuclear cells. The international society of peritoneal dialysis (isp) classifies peritonitis based on these factors. Based on the available information and no allegation or evidence of a defect or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for drain complications. During the call, it was reported that the patient was utilizing heparin due to an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2022 for a regularly scheduled appointment. It was noted that the pd effluent bag brought to the appointment was cloudy. A culture was obtained, and the patient was diagnosed with peritonitis. The patient¿s culture resulted negative for growth; however, the white blood cell count was 1210/mm3 with >50% polymorphonuclear cells (value not provided). The patient was prescribed an antibiotic regimen with intraperitoneal (ip) ceftazidime 2g and vancomycin 2g every five days for three weeks. The cause of the peritonitis was attributed to touch contamination by the patient. A repeat white blood cell count showed improvement at 74/mm3. It was confirmed the patient did not take antibiotics prior to the culture sample being obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022, this female peritoneal dialysis (pd) patient contacted fresenius technical support for drain complications. During the call, it was reported that the patient was utilizing heparin due to an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2022 for a regularly scheduled appointment. It was noted that the pd effluent bag brought to the appointment was cloudy. A culture was obtained, and the patient was diagnosed with peritonitis. The patient¿s culture resulted negative for growth; however, the white blood cell count was 1210/mm3 with >50% polymorphonuclear cells (value not provided). The patient was prescribed an antibiotic regimen with intraperitoneal (ip) ceftazidime 2g and vancomycin 2g every five days for three weeks. The cause of the peritonitis was attributed to touch contamination by the patient. A repeat white blood cell count showed improvement at 74/mm3. It was confirmed the patient did not take antibiotics prior to the culture sample being obtained.